Event description:
A pt's serum sample generated an imx bhcg assay result of 1374 mlu/ml. Two days prior, this pt tested with a results of 2808 mlu/ml. The pt was told that their bhcg levels were dropping and they could possibly miscarry. Five days later, another sample was drawn with a result of 26028 mlu/ml. The sample that generated the result of 1374mlu/ml was repeated at this time with a result of 4978 mlu/ml. Controls were within specifications on all runs. The pt's status was moved to pre-natal. There is no impact to pt management reported.